Event description:
Study: miura t. Drug-eluting versus bare-metal stent implantation with or without cilostazol in the treatment of the superficial femoral artery. The debate in sfa study. Circ cardiovasc interv. 2018 aug;11(8):e006564. Event rate at 1 year: major adverse limb event: 5 patients. 85 patients treated with des. Debate in sfa study. The median length of the treated segment was 100 mm (interquartile range, 46.7¿190.0 mm), and 42% were chronic total occlusion lesions.

Manufacturer narrative:
Device evaluation there are 05 complaint files relating to this literature review. The rpn and lot numbers for each are unknown. The 05 complaint files are as follows: (B)(4). This file ((B)(4)) investigates major adverse limb event (male) within the ptx population. Male was defined in the article as ¿a composite of limb-related death, target lesion revascularisation (tlr), major amputation and major bleeding¿. From the information provided it is known that there was no limb-related death or major amputation within the ptx group. This resulted in male in this case, relating to tlr and major bleeding. The risk for this file has been assessed based on the worst-case scenario from these two events and so is based on major bleeding. The article does not describe what caused or contributed to either occurrence (of tlr or bleeding) and so the risk has been assessed based on the ¿best fit¿ from the fmea from the information available at this time. The zilver ptx device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilver ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that hematoma/haemorrhage and arterial thrombosis/restenosis of the stented artery are listed as a known potential adverse event within the instructions for use (ifu0117-4). There is no evidence to suggest that the customer did not follow the instructions for use. The japanese packaging insert c-ci1502m02 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to trauma to the anatomy during the procedure. There is insufficient information to suggest the device caused and/or contributed to the bleeding in this case. As it cannot be confirmed what caused the bleeding and/or if it is device related, a risk assessment will not be completed. Summary. The complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Study: miura t. Drug-eluting versus bare-metal stent implantation with or without cilostazol in the treatment of the superficial femoral artery. The debate in sfa study. Circ cardiovasc interv. 2018 aug;11(8):e006564. Event rate @ 1 year: major adverse limb event: 5 patients. 85 patients treated with des. Debate in sfa study. The median length of the treated segment was 100 mm (interquartile range, 46.7¿190.0 mm), and 42% were chronic total occlusion lesions. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Based on limited information, it is cautiously assumed that "major adverse limb event" likely required intervention.

Event description:
Study: miura t. Drug-eluting versus bare-metal stent implantation with or without cilostazol in the treatment of the superficial femoral artery. The debate in sfa study. Circ cardiovasc interv. 2018 aug;11(8):e006564. Event rate @ 1 year: major adverse limb event: 5 patients. 85 patients treated with des. Debate in sfa study. The median length of the treated segment was 100 mm (interquartile range, 46.7¿190.0 mm), and 42% were chronic total occlusion lesions. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Based on limited information, it is cautiously assumed that "major adverse limb event" likely required intervention.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Study: miura t. Drug-eluting versus bare-metal stent implantation with or without cilostazol in the treatment of the superficial femoral artery. The debate in sfa study. Circ cardiovasc interv. 2018 aug;11(8):e006564. Event rate @ 1 year: major adverse limb event: 5 patients. 85 patients treated with des. Debate in sfa study. The median length of the treated segment was 100 mm (interquartile range, 46.7¿190.0 mm), and 42% were chronic total occlusion lesions. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Based on limited information, it is cautiously assumed that "major adverse limb event" likely required intervention.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Study: miura t. Drug-eluting versus bare-metal stent implantation with or without cilostazol in the treatment of the superficial femoral artery. The debate in sfa study. Circ cardiovasc interv. 2018 aug;11(8):e006564. Event rate @ 1 year: major adverse limb event: 5 patients. 85 patients treated with des. Debate in sfa study. The median length of the treated segment was 100 mm (interquartile range, 46.7¿190.0 mm), and 42% were chronic total occlusion lesions.